Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an infusion set leak and mentioned that they experienced high blood glucose of over 400mg/dl at the time of the incident. The customer's blood glucose level was unknown at the time of the call. The customer declined to troubleshooting for the high blood glucose because they knew the cause. Troubleshooting for infusion set leak was performed. The customer stated that the leak was in the site. Customer was unable to change the set at the time of the call due to being at work. The customer was advised to return the infusion set. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.